Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4) & tw (B)(4). The hospital reported that they brought four new power supplies that they started using recently, only three are reporting issues. Intermittent burning of branches when transecting. Diathermy only operating for very short periods ¿ max 3 secs then it stops leaving the branch half transected therefore leading to bleeding. No response/delayed response from diathermy when button pressed. No auditory sound made to confirm transection is happening. Visually sometimes there is smoke but no burning, sometimes burning with no smoke.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.